Event description:
Nail was inserted in july. The distal locking screws were removed in sept. The nail fractured through the distal locking hole. The nail was removed and distal fragments were retrieved. Another nail was inserted.